Manufacturer narrative:
The inspection of the lead revealed a rubbed through insulation approx. 23 cm distal to the is-1 connector pin. This finding can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damages to this lead and the ide lead, it is reasonable to assume that the two leads had been subject to excessive mechanical stress in the implanted state. Interaction between the two lead bodies and the generator housing should be taken into consideration. There was no sign of a material or manufacturing problem. Further damages observed on both leads occurred most likely during the explantation procedure.

Event description:
Ous MDR - it was reported that about 30 months after the implant a decrease of shock impedance was noted on this lead. The physician decided to remove the system and to implant a new system. The event states this lead was not returned for analysis, but we were informed that it was returned.